Event description:
The device was returned to hospira for eval from the customer contact with a report of a broken key connector to open the device with list number 1642. No add'l info was provided. This does not indicate a reportable malfunction. However, during verification testing, it was noted that the semi-rigid adapter of the clave secondary port on the cassette of the tubing set was completely turn off.

Manufacturer narrative:
One used device with list #12030 was received and evaluated. Testing and investigation found that the clave at the secondary part of the cassette was completely torn off. There were white drag marks on the sample indicating use of force. The international affiliate was contacted and info on reprocessing of the device was requested. No response has been received. Horpira has completed a formal investigation to address this issue. According to the results of the investigation, the probable cause is related to the design of the male/female adapter (semi-rigid) since the design not being robust. The semi-rigid adapter could break during packing and shipping process due to the inherent weakness of the semi-rigid design itself. This report represents all the info known by the reporter upon query by hospira personnel.